Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the technologist noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was kinked upon removal from its packaging. The kinked ace 68 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 68.